Event description:
Customer states that he obtained a reading of 255 mg/dl on his advantage system and did not feel well, but took an extra 8 units of novolog r insulin based upon the meter reading. He became more disoriented after administering the insulin, and his wife called the emts. When emts arrived, they tested the customer at 43 mg/dl on their meter. No timeframe provided between the readings. Customer was treated at the house (treatment type not provided) and taken to the hospital, where he was given an IV (contents not provided) and lunch. Customer was not admitted to the hospital, and was allowed to leave shortly thereafter. Requested return of suspect device and strips; however, customer has discarded the meter and strips. Customer's wife states that she discovered that the strips were expired. Replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.